Event description:
It was reported by the clinic that the pt expired during her peritoneal dialysis treatment due to cardiac arrest. It was also reported that the pt has been under the care of a cardiologist for heart complications, and had do not resuscitate orders, and such was not revived.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. This report is related to two other product reports submitted on the same event.